Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-06575. It was reported the doctor feels the pt might have an infection at the ipg and lead site. As a result, the pt was prescribed oral antibiotics. The pt may undergo an allergy test. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.